Event description:
Customer alleged right motor making grinding noise and pops out of gear whenever chair goes over threshold/bumps. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model fdx-mcg, (B)(4) is approximately 1 year 4 months old. The owner's manual part number 1163181 rev b (jul-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the power chair will pop out of gear when going over thresholds / bumps. The right motor is allegedly making a grinding noise. The replacement right motor/gearbox has been received and repairs were scheduled for (B)(4), 2012. No injury. The damaged parts are to be returned to invacare for an inspection and evaluation.